Manufacturer narrative:
One device was returned for analysis. Review of service history found no repairs in past 12 months. Complaint of ¿errors out¿ and multiple instances of ¿check clutch/plunger lever¿ are seen in device error log. Unable to duplicate ¿check clutch/plunger lever¿ error. ¿motor rate error¿ occurred while running plunger occlusion testing. Repaired device by replacing corroded main printed circuit board (pcb) and worn drivetrain parts. Probable cause of customer complaint is due to aging and normal wear.

Event description:
One device was returned for repair with complaint that software was not upgraded. Further investigation found multiple instances of ¿check clutch/plunger lever¿ were found in device error log. Unable to duplicate ¿check clutch/plunger lever¿ error. ¿motor rate error¿ occurred while running plunger occlusion testing.